Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter had been in place for several days. At the start of the shift, one lumen was already capped due to being previously described as broken. The nurse flushed the unused lumen with approximately 10-20 ml of normal saline and then started an infusion. No abnormalities were noted during flushing, and the lumen appeared to function normally. After some time, the patient reported that their neck felt wet, and a large wet area was observed on the patient's shirt. Upon assessment, the lumen was found to be leaking fluid during flushing. It cannot be confirmed whether the lumen damage occurred prior to the flush or at a later stage. No adverse effects were reported." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter. Visual analysis confirmed that the proximal extension line has a hole around the middle of the extrusion. Microscopic examination confirmed that the edges of the hole were smooth and uniform and was consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole on the proximal extension line measured 76mm from the white hub. The proximal extension line outer diameter measured 2.13mm, which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4224mm (0.056"), which is within the specification limits of 1.42mm-1.50mm per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal line, water was observed leaking out of the hole. No leaks were observed when flushing the distal and medial line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through investigation of the returned sample. Visual and functional analysis revealed a hole on the proximal extension line. Microscopic examination confirmed that the edges of the hole were smooth and uniform and was consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, all relevant dimensional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter had been in place for several days. At the start of the shift, one lumen was already capped due to being previously described as broken. The nurse flushed the unused lumen with approximately 10-20 ml of normal saline and then started an infusion. No abnormalities were noted during flushing, and the lumen appeared to function normally. After some time, the patient reported that their neck felt wet, and a large wet area was observed on the patient's shirt. Upon assessment, the lumen was found to be leaking fluid during flushing. It cannot be confirmed whether the lumen damage occurred prior to the flush or at a later stage. No adverse effects were reported." There was no medical intervention required. The patient's current condition is reported as "fine".